Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes cap opened while doing centrifuge and there is a spillage inside the centrifuge machine. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: ¿plain tube cap opened while doing centrifuge and there is a spillage inside the centrifuge machine.¿

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes cap opened while doing centrifuge and there is a spillage inside the centrifuge machine. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: ¿plain tube cap opened while doing centrifuge and there is a spillage inside the centrifuge machine.¿

Manufacturer narrative:
H.6. Investigation summary catalog number: 367812; batch number: 1293958. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. No customer photos were received for review and analysis. In addition, 29 retain samples were sent to franklin lakes for appropriate testing for 2nd stopper creepout/ stopper pop off. The samples were subjected to a 1st and 2nd stopper pullout test with 14 of 29 samples resulting in 2nd stopper creepout/ stopper pop off. Therefore, this complaint, stopper pop off, can be confirmed based on retain sample testing results. CAPA #3741863 has been initiated for further investigation of serum stopper creep out complaints and has been initiated for documentation related to this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. H3 other text : see h10.